Event description:
Event description cpi received information that this patient's two myocardial leads were capped. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD), the physician alleged the leads malfunctioned. The leads were replaced with a endotak transvenous defibrillation lead. Implanted-11/25/86. Removed from service-05/13/96. Implant months-113.6.